Event description:
Report received from the USA stating that during sterilization, the sterile processing department found that the neuro-tip was "bent" on the device. The event was not related to surgery, however, the reporter was unsure it the item was found prior or after surgery. There were no injuries reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).